Event description:
The complainant reported that the placement signal became erratic during impella 5.5 support. Placement monitoring was disabled as a result of persistent impella in aorta alarms despite confirmed proper positioning. Both the flow rate and motor current remained within the expected limits at the time of the alarm. The following day, the patient endured runs of ventricular tachycardia. Support continued uninterrupted despite the noted condition. The patient was showing signs of septic shock. It is unknown if the sepsis was impella related. Care was withdrawn and the patient expired.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. As noted in the impella instructions for use: impella 5.5 with smartassist for use during cardiogenic shock: section: table 3.2 impella catheter components: "the infusion filter prevents bacterial contamination and air from entering the purge lumen." Section: warnings & cautions: warnings: "to reduce the possibility of fibers being drawn into the impella, customers should avoid exposing the inlet and cannula section of the impella heart pumps to any surfaces or fluid baths where the device can come into contact with loose or floating fibers."